Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated with a disc of the application software on it. It was noted that the disc format of the exams was suspect. The system then passed the system checkout and was found to be fully functional. The exam was sent to medtronic for evaluation. The disc could not be loaded onto medtronic navigation systems as the disc had no raw digital intercommunication of medicine (dicom) images to view. Ge viewer software could be used to view the exams. The software investigation concluded that the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while loading an image onto the navigation system, the system displayed an "unable to find patient" error message. It was reported that a second cd was burned without resolution. The representative reported that the disc could be loaded in the cranial application software. There was no patient present when this issue was identified. No additional information was provided.